Event description:
Antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Patient (pt) reports spring on freedom pump (serial number and expiration date: not provided) broke before she was able to start infusion. Pharmacy to replace device. Pt was instructed to manually push but unknown if pt was successful or if they missed dose. No adverse event(s) reported due to product issue. Return material sent to pt for return of device associated with event. Pumps availability for investigation is dependent upon pt returning. No further info. Reported to (B)(6) by: patient/caregiver.